Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. Component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2020 revision arthroplasty hip, both acetabular and femoral components. (No more info provided). On (B)(6) 2022, medical records report the patient noted an audible noise with any hip movement starting (B)(6) 2022, and pain, with a deep burning sensation. Radiographs are reported to show asymmetric position of femoral head component within the acetabular component compatible with linear wear/displacement. On (B)(6) 2022, the patient had a revision arthroplasty to address left hip pain. Intraoperative findings included: fracture of left polyethylene liner, metallosis, and wear of the ceramic head. (Sticker page 213 of 305) there was a discrepancy between medical record that notes a zimmer dual mobility was implanted and the part/lot numbers that were provided were depuy bi-mentum pe liner, pinnacle dual mobility liner, and depuy femoral head. 6 weeks prior to the current surgery, the patient was revised to address heterotopic ossification. Cup doi: (B)(6) 2019. Head and liner doi: (B)(6) 2020, dor: (B)(6) 2022 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: (B)(6) 2020 revision arthroplasty hip, both acetabular and femoral components. (No more info provided). 01/24/2022, medical records report the patient noted an audible noise with any hip movement starting (B)(6), and pain, with a deep burning sensation. Radiographs are reported to show asymmetric position of femoral head component within the acetabular component compatible with linear wear/displacement. On (B)(6) 2022, the patient had a revision arthroplasty to address left hip pain. Intraoperative findings included: fracture of left polyethylene liner, metallosis, and wear of the ceramic head. (Sticker page 213 of 305) there was a discrepancy between medical record that notes a zimmer dual mobility was implanted and the part/lot numbers that were provided were depuy bi-mentum pe liner, pinnacle dual mobility liner, and depuy femoral head. 6 weeks prior to the current surgery, the patient was revised to address heterotopic ossification. The product was not returned to j&j medtech orthopaedics; however, four discs were returned. Xrays retrived from discs (4) - (B)(4). The x-ray investigation revealed that a disassociation occurred between the acetabular liner and the cup. The femoral head appears to be not centrally loaded since it can be observed that it is having a direct contact with the cup. The observed disassociation could have contributed to the hip joint noise due to the resulting interaction between the acetabular cup and the femoral head. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device (121722048/j17y30) product and lot numbers, and no non-conformances were identified during manufacturing. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the pinnacle sector ii cup 48mm would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device (121722048/j17y30) product and lot numbers, and no non-conformances were identified during manufacturing. Device history review: a manufacturing record evaluation was performed for the finished device (121722048/j17y30) product and lot numbers, and no non-conformances were identified during manufacturing.